Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that two instruments broke during the case. The reclaimed reamer handle's white protector was off and did not have its spring inside. The spring was off before even it was used. It was also very hard to open and close the handle when attaching a reamer. Sales rep suspects that the spring that goes in the white protector came off and got lost during washing. Surgical delay of 5 minutes and all pieces were retrieved.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: examination of the returned instrument confirmed the complaint. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.